Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the error code 207 was caused by a crack in the emergency light lamp. It is possible the lamp encountered impact, however, the cause of the crack in the lamp was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The e207 (emergency light lamp) error occurred at start-up due to an internal failure of emergency light. Front panel emergency light was flashing. Also, there were no abnormalities found in areas that could be visually confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus the visera elite xenon light source displayed an e207 (emergency light lamp) error. The intended procedure was a urinary test. There was no report of patient harm associated with this event.